Event description:
It was reported that the patient underwent an alif and plf (360 fusion) using rhbmp-2/acs. After the surgery, the fertility doctor recommended artificial insemination rather than physical insemination due to his back recovery and strain. During the collection, it was noted there was no sperm detected in the semen. This was repeated with the same result. They have no explanation for the lack of sperm. The patient went to a urologist, and is currently being worked up. The patient has been told that he does not appear to have retrograde ejaculation; however, testing continues, a biopsy and ultrasound will be performed. Prior to surgery, the patient and his wife were working with a fertility specialist (for issues that relate to the wife). The patient had a high sperm count prior to surgery. Following the surgery, his sperm count was zero. A needle biopsy of the testicle was completed to confirm that the patient is now sterile. Per the patient's surgeon, the rhbmp-2/acs is not the cause of the patient's sterility.

Manufacturer narrative:
Implant date: (B)(6) 2010. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient presented with pre-operative diagnoses of degenerative lumbar disk disease, chronic b ack pain, and spondylolisthesis. The patient underwent anterior interbody lumbar fusion with stalif bone morphogenic protein and posterior percutaneous pedicle screw fixation l4-5. Per the operative notes, using loupes and headlight magnification, the surgeon incised the collapsed l4-5 disk space and used various bullets up to 13 mm in order to distract it and serially remove the endplate material, the cartilaginous end plate to prepare it for grafting, back down to the posterior longitudinal ligament, which was humped up. Inferiorly there were several fragments of disk material, which were removed, as well, behind the body of l5, but the main component, which the surgeon think, redundant posterior longitudinal ligament. The surgeon used various trials and ap and lateral fluoroscopic images to obtain a proper fit. It was then settled on a 36 x 15 mm by 8 degree lordosis with small bone morphogenic protein. This was placed in under fluoroscopic imagesafter irrigating the disk space out and then the surgeon used two down-going 30 mm screws and one up-going 25 mm screw through the stalif cage into the vertebral body and had final ap and lateral x-rays that showed good position of the instrumentation.

Event description:
It was reported that the patient underwent an alif and plf (360 fusion) using rhbmp-2/acs. After the surgery the fertility doctor recommended artificial insemination rather than physical insemination due to his back recovery and strain. During the collection, it was noted there was no sperm detected in the semen. This was repeated with the same result. They have no explanation for the lack of sperm. The patient went to a urologist, and is currently being worked up. The patient has been told that he does not appear to have retrograde ejaculation; however testing continues, a biopsy and ultrasound will be performed.